Event description:
One touch ultra meter was reading inaccurately. The meter reading was 132 mg/dl and the calibrated lab reading was 106 mg/dl taken within 10 minutes. Not within lifescan criteria for accuracy. Also a reported reading of 102 mg/dl on a competitor meter. (Invalid comparison) no medical attantion was received. No action taken by the pt following use of the meter. The customer care rep performed troubleshooting and twice the control solution test was not within range, c 130 and c134 94-127. The meter and test strips were replaced and return expected.